Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd micro fine¿ + pen needle broke off causing needle stick. The following information was provided by the initial reporter, translated from japanese to english: this report is about a defect of pen needle 32g×4mm (320136). The complaint product was used to inject humalog. According to the patient, the needle came loose and stuck in the patient's finger. The patient has been using this product for about 5 years and this event has occurred 5-6 times per pack at the most.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd micro fine¿ + pen needle broke off causing needle stick. The following information was provided by the initial reporter, translated from japanese to english: this report is about a defect of pen needle 32g×4mm (320136). The complaint product was used to inject humalog. According to the patient, the needle came loose and stuck in the patient's finger. The patient has been using this product for about 5 years and this event has occurred 5-6 times per pack at the most.